Event description:
It was reported, the pt no longer has stimulation and he has not used or charged his ipg in over one year. He stated his charger was unable to communicate with the ipg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.